Event description:
The following information was reported: the technician informed the company professional that the mynxgrip vascular closure device never stayed inflated. The device was pulled out and checked and a leak was observed in the balloon. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was not hospitalized. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: diagnostic sheath size: 6f vessel type: arterial.

Manufacturer narrative:
An attempt to inflate the device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a 3.5mm longitudinal tear in balloon, approximately 5.5mm from balloon proximal tip. The balloon appears to be intact with both ends of the balloon still attached to the device. There were no missing pieces. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1506504) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).